Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm. The customer's blood glucose value was unknown. Troubleshooting was done. The customer stated that they were able to clear the alarm and not able to rewind the insulin pump. The pump error occurred again after changing the battery. The customer was advised to replace the insulin pump and may continue to wear the pump until replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and a21 alarm test. No unexpected a21 alarm anomalies noted.